Event description:
Customer complaint: I tested using a test solution, which should show 90 but instead, it shows 134. I tested the test solution in my wife's contour next one and it shows 93. So the unit I received is defective. Just want to clarify that I did shake the control solution well before the test and used the second drop of test solution. I placed the control solution on a piece of plastic and dipped the test strip slightly into the 2nd drop of control solution.